Manufacturer narrative:
Additional information was received on 06-apr-2023. Clarification was provided and it was reported that the physician exchanged the sheath, and the issue was resolved. Therefore, the concomitant product section was updated. The device evaluation was completed on 31-mar-2023. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, a back pressure test was performed, and values were observed within specifications, no issues were observed. A device history review was performed for the finished device 00002193 number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that air was introduced from the hemostatic valve when negative pressure was applied in the patient¿s body. It occurred during the time of replacing the catheter to the ablation catheter after pentaray mapping. Air was not introduced into the patient., the hemostatic valve was intact. The issue was resolved with replacement of the catheter. The procedure was completed safely. No adverse patient consequence was reported. Further clarification is needed to confirm if the catheter was indeed replaced to resolve the problem, or if the sheath was replaced. At this time, no clarification has been provided. With the information currently available, this was assessed as a MDR reportable air flows back into the side port issue.